Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: b6, b7, h4.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp for the reported "pressure signal for the fiber optics was not showing" when the fse inspected the unit, he found that the connector port for the fiber optic connector was broken and not holding the f/o connector, to fix the issue he replaced the fiber optic cable/connector. Once replaced, he completed all diagnostic, performance and safety tests with no further issues. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on site servicing a unit, the getinge field service engineer (fse), was notified of a no fiber optic arterial waveform issue. No patient harm, serious injury or adverse event was reported.